Event description:
PICC line placed in patient by the IV team. While trying to remove the guidewire from the PICC line, catheter resistance was met. The guidewire "snapped". No injury to patient. Guidewire removed intact and PICC line removed.

Manufacturer narrative:
The complaint was confirmed and cause is unk. One groshong 5 fr d/l catheter was returned for evaluation. The gold stylet wire was received in two segments and has been kinked in multiple locations. The core wire was broken from the magnetic tip of the tls wire. Four inches of the yellow tubing remains attached to the proximal end of the magnetic tip. Under microscopic examination, the proximal end of the yellow tubing appears to have been stretched. The exact mechanism of damage is unk. A chr of lot#reqj0551 showed 2 other similar product complaints from this lot number.